Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was selected for implant using a large flexnav delivery system. It was noted during procedure that the navitor valve was unable to be delivered because the large flexnav delivery system became stuck at the aortic bifurcation. The delivery system became stuck because of calcification and elongation of the common iliac arteries. The delivery system was unable to be advanced to the ascending aorta. The decision was made to remove the large flexnav delivery system. The delivery system was removed without any disturbance to patient anatomy, however; it was noted that the delivery system had become deformed at the valve capsule marker band due to severe calcification. The decision was made to attempt the implant of the same 27mm navitor valve using a new flexnav delivery system, but this time through a 19f non-abbott delivery sheath. Again, the new large flexnav delivery system was met with resistance and would not advance past the patient's aortic bifurcation. Ultimately, the implant procedure was aborted. There were no adverse patient consequences reported.

Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was selected for implant using a large flexnav delivery system. It was noted during procedure that the navtior valve was unable do be delivered because the large flexnav delivery system became stuck at the aortic bifurcation. The delivery system became stuck because of calcification and elongation of the common iliac arteries. The delivery system was unable to be advanced to the ascending aorta. The decision was made to remove the large flexnav delivery system. The delivery system was removed without any disturbance to patient anatomy, however; it was noted that the delivery system had become deformed at the valve capsule marker band due to severe calcification. The decision was made to attempt the implant of the same 27mm navitor valve using a new flexnav delivery system, but this time through a 19f non-abbott delivery sheath. Again, the new large flexnav delivery system was met with resistance and would not advance past the patient's aortic bifurcation. Ultimately, the implant procedure was aborted. There were no adverse patient consequences reported. Subsequent to the previously filed report, additional information was received that there was no issue with the 27mm navitor valve. There was angulation noted in the large flexnav delivery system during procedure. The severe calcification of the patient's iliac arteries was noted via an angiogram. The large flexnav delivery systems were not mishandled or damaged in any way during device preparation. The patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects reported. The patient was stable at the time of report. There was no allegation of malfunction against the abbott devices or procedure.

Manufacturer narrative:
An event of the delivery system becoming stuck at the aortic bifurcation was reported. It was also reported that after the device was removed form the patient the delivery system was deformed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No additional complaints were found on this batch. Information from the field indicated the device got stuck because of calcification and elongation of the common iliac arteries. There is no indication of a product quality issue with regards to manufacture, design, or labeling.